Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / device moved through fallopian tubes and broke in my abdomen"), fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: minipill from (B)(6) 2014 to (B)(6) 2015 and tri-sprintec from 2010 to 2013. Concomitant products included lamotrigine (lamotrigin) and levothyroxine sodium (levothyroxin). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping,"), dyspareunia ("painful intercourse") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (in (B)(6) 2016, underwent a pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, fallopian tube perforation, genital haemorrhage, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / device moved through fallopian tubes and broke in my abdomen"), fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: minipill from (B)(6) 2015 and tri-sprintec from 2010 to 2013. Concomitant products included lamotrigine (lamotrigin) and levothyroxine sodium (levothyroxin). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping,"), dyspareunia ("painful intercourse") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and surgery (in (B)(6) 2016, underwent a pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, fallopian tube perforation, genital haemorrhage, headache and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, product information updated, concomitant drug added, event added: device breakage, perforation (fallopian tube(s)). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / device moved through fallopian tubes and broke in my abdomen'), fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('device moved through fallopian tubes and broke in my abdomen'), genital haemorrhage ('excessive bleeding') and pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Previously administered products included for an unreported indication: minipill from november 2014 to november 2015 and tri-sprintec from 2010 to 2013. Concomitant products included lamotrigine (lamotrigin) and levothyroxine sodium (levothyroxin). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In november 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping,"), dyspareunia ("painful intercourse") and headache ("headaches"). The patient was treated with surgery (in nov-2016, underwent a pelvic surgery to try and alleviate the symptoms, salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, dyspareunia and headache outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event:broke in my abdomen were added. Event: abdominal pain outcome were updated to recovered . Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping,"), dyspareunia ("painful intercourse") and headache ("headaches"). The patient was treated with surgery (in (B)(6) 2016, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.